Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarm during call for motor error alarm. Customer's blood glucose was between 200 mg/dl and 230 mg/dl. Customer reported that no delivery alarm was resolved with a complete set change.